Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving the error 5 and error 2 error messages. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 7:10 pm, the patient obtained the error 5 and error 2 error messages on the reported meter; she was unable to obtain a blood glucose reading. Ten minutes afterwards, the patient experienced the symptoms of shaking and dizziness; she did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s testing technique and test strips were correct, and the test strips correctly drew in the blood sample. The issues were not resolved. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after not being able to test her blood glucose level due to the meter issue, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.